Event description:
It was reported that the sys displayed a communication fail error message. A communication fail error message will likely result in a sys lockup, no boot, or shut down situation depending on when the loss of communication occurred between the workstation and c-arm.

Manufacturer narrative:
A ge rep evaluated the sys and cleaned the contacts and adjusted the power supply. The sys operates as intended.